Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: impact codes, section h.

Event description:
It was reported that the field representative stated this right ventricular (rv) lead exhibited a dislodgement. The dislodged lead resulted in atrial signal sensing on the ventricular channel and one potentially inappropriate shock. A lead revision procedure was scheduled in the near future. No additional adverse patient effects were reported. This rv lead remains in service. Additional information was received that this lead was successfully reposionated on a revision procedure. No additional adverse patient effects were reported outside the revision procedure.

Event description:
It was reported that the field representative stated this right ventricular (rv) lead exhibited a dislodgement. The dislodged lead resulted in atrial signal sensing on the ventricular channel and one potentially inappropriate shock. A lead revision procedure was scheduled in the near future. No additional adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.